Event description:
A malfunction was reported with the pump, displaying malfunction code 12, which had occurred multiple times previously. The customer's blood glucose level did not exceed 500 mg/dl and was within a safe range. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.